Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, this right ventricular (rv) lead incurred damage in insulation. Hence, the lead was capped and a new lead was implanted. No additional adverse patient effects were reported.